Event description:
Information received with return of the explanted device notes that the patient was in cardiac arrest with ventricular fibrillation and was defibrillated five times. During asytole periods, there was no sign of pacing spikes.